Manufacturer narrative:
Eval - method: samples were returned. Documentation was reviewed. Results: no failure could be determined. Conclusion: no root cause could be determined.

Event description:
Strips are adhering to patient so much that it is compromising the tissue when the strips are pulled off.